Manufacturer narrative:
(B)(4). A service history and device history review were performed with no issued noted.

Manufacturer narrative:
(B)(4). At the time of the report, the customer indicated the device was not available to return for evaluation. Should the device be received and an evaluation completed or additional relevant information received, a follow up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) recently underwent surgical repair of a hernia. On an unreported date, the pt began treatment with dianeal, low calcium, therapy (dose, frequency, and lot not reported) intraperitoneally (ip) for pd. On an unreported date, the pt experienced a hernia (date of diagnosis was unknown). It was not known if the hernia had been diagnosed prior to the start of pd therapy. The hernia was repaired. The location and type of the hernia was unknown. At the time of this report pd therapy was ongoing. It was reported that there had been no overfill events on the cycler. At the time of this report, the pt was recovering from the event. Additional information was requested but is not available.